Event description:
It was reported that this lead was an attempted implant since the physician used the incorrect introducer type, subsequently the lead got partially fractured. A new lead was successfully implanted. No additional adverse patient effects were reported.